Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump failed pressure test (27.55, 28.7). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the lcd lens was scratched and one of battery separators were missing. The customer stated problem was not duplicated. The psi tested out at 22lbs which was in factory specs for the pressure test. Found no faults with the pump. The dso (downstream occlusion sensor) was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.